Event description:
The pt was implanted with a saline prosthesis. Subsequently, it was noted that the pt had developed capsular contracture pain and a large unexplainable lump in her left breast. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.